Event description:
Elderly female with history of coronary artery disease (cad) and diabetes (dm). Procedure: cto percutransluminal coronary angioplasty. The crystal broke on insertion. No known harm to patient. 2nd device used without problem. Manufacturer response for catheter, ultrasound, intravascular, opticross¿ 6 hd (per site reporter). Will obtain.